Event description:
Arthritis [arthritis]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6) with gonarthrosis. The pt's medical history was significant for hypothyroidism, dyslipidemia and previous use of artz injections. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, route and dosage regimen not provided, in the right knee. The lot number for synvisc was not provided. On (B)(6) 2012, the pt received second synvisc injection. On (B)(6) 2012, the pt developed arthritis. On the same day, the pt had a joint fluid test and was admitted to the hospital. Also, the pt underwent arthroscopic intra-articular lavage. The event of arthritis was not yet recovered. Concomitant medications included levothyroxine sodium hydrate, rosuvastatin calcium and famotidine. The intensity for the event of arthritis was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as probable.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.